Event description:
It was reported that cgm displayed error message during use with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through complete pump reset process, cgm error did not recur after reset, and caller successfully started new sensor session; no additional issues were reported.